Event description:
It was reported that during surgery to replace the extension and device, impedance readings were >10000 ohms on electrodes 4-7 on one of the leads. They disconnected, wiped everything off and reinserted into the device. Impedances showed >10,000 ohms again. They exchanged the extension and the lead with the high impedance. The other lead worked great with good coverage. Interoperative testing showed that after they programmed the leads; impedance readings were normal. The pt had good stimulation and coverage for the pain control.

Manufacturer narrative:
(B)(4).